Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer experience symptoms such as a nausea, vomiting and difficulty in breathing of high blood glucose. The customer was treated with the bolus. Troubleshooting was done for high blood glucose level. The customer also stated that the auto mode feature was not active while adjusting insulin at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report, customer does not allege insulin pump was under delivering. The customer also reported that the insulin exited at the quick release. The insulin pump will not be returned for analysis.